Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading at the time of the call was 4.6 mmol/l. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarms noted during testing. The device had cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, missing end cap sticker, and cracked battery tube threads.